Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina, myocardial infarction (mi) and death are listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that approximately 30 months post xience v stent implantation in the proximal right coronary artery, the patient was rehospitalized due to mid chest pain diagnosed as a spontaneous myocardial infarction. The patient was treated with pain medications and a blood transfusion, was diagnosed with cancer and on (B)(6) 2010 was sent home under the care of hospice. On (B)(6) 2010, the patient expired. There was no additional information provided.